Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Patient reported left side "rupture", "siliconomas", "lobulated contours". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, silicone migration.

Event description:
Patient reported left side "rupture", "siliconomas", "lobulated contours". Device remains implanted.